Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in line) during the initial drain on the home choice (hc). The caregiver (cg) cycled the power on the hc and the hc alarmed system error 2367. The cg cycled the power on the hc and proceeded to press go to start. The cg stated the heater bag was not connected properly. The tsr advised the cg to start over with all new supplies and inform the registered nurse (rn) of the se 2240. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed; per the complaint information the likely cause of the se 2240 is due to air being sucked into the disposable because there was a loose connection between line and supply bag, which is a use error that can cause system error 2240 alarms. The care giver stated the heater bag was not connected properly. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.